Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the solenoid was not firing. A field service engineer replaced the drawer controller board to resolve the issue the system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, drawer failed to open and required maintenance. Efforts to recover the drawer were unsuccessful, resulting in continued failure. The customer stated that there was a delay in dispensing medications due to this malfunction, but no patient harm reported. There were no adverse events or injuries reported based on this event.